Manufacturer narrative:
Included in the recall of the device is the donorscreen-hla class I and class ii additional reagents packaging. The additional reagents are available to customers who run the assay as individual strips instead of full plates. There is no failure associated with the additional reagents themselves but due to them being lot specific to the donorscreen-hla class I and class ii assay being recalled, these reagents are directed to be disposed and will be replaced where applicable.

Event description:
A product complaint was received, (B)(4) from (b)(46 claiming that 3 invalid runs were obtained with donorscreen-hla class I and class ii assay; lot 3002728a/3002728b. Two runs were invalid due to increased od for the negative serum control-class I. One run was invalid due to decreased od for the positive serum control-class ii. Internal testing at immucor on (B)(6) 2016 did not reproduce the complaint. Further testing was performed on (B)(6) 2016 using full plates of the assay. The failure observed with negative serum control-class I was confirmed. The failure observed with positive serum control-class ii was not confirmed. Confirmation testing was performed on (B)(6) 2016 to confirm the failure seen with the negative serum control-class I. The failure was only seen when running full plates of the assay and not when running individual or partial plates (1-3 strips). Additional investigation testing confirmed only full plate assays were exhibiting the failure. No other lots of product have been identified to exhibit this failure.

Manufacturer narrative:
First follow-up report. Manufacture date corrected to 06/15/2015. Initial action initiated: changed to "other". Cber categorized action as a market withdrawal, not a recall as provided in original report.